Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported there is discoloration of one of their teeth and their two front teeth are not even, they have gotten worse.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.